Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When plugged into a power source, the pump did not recognize the power source and would not charge. The customers blood glucose (bg) level was impacted above (300 mg/dl) the customer took a manual injection to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.